Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and was able to duplicate the reported issue. The issue was isolated to the user interface pcb and power module components, however the issue could not be duplicated with further testing of the parts. After replacing the user interface pcb assembly and power module were replaced as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had a white screen when powered on. As a result, the device may have been in a lock up condition and defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had a white screen when powered on. As a result, the device may have been in a lock up condition and defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.